Manufacturer narrative:
Device evaluation by manufacturer: upon receipt at our post market quality assurance laboratory, a visual and tactile examination identified a shaft break approximately 335mm distal from the distal end of the strain relief. The remainder of the shaft was noted to have multiple shaft kinks and was also noted to be accordioned on different locations along the length of the shaft. The distal end of the shaft that was detached had the balloon section, markerbands and tip attached, which was not returned with the device. This concludes the product analysis.

Event description:
It was reported that the balloon broke into two places, requiring surgery. The target lesion was located in a more curved vessel below the knee. A 2.50mm x 150mm, 150cm ranger sl drug-coated balloon catheter was advanced and successfully used for dilation. During device removal, part of the balloon catheter broke at the lesion site, and another part of the catheter inside the sheath broke as well. The procedure was completed with this device; however, the patient was referred for surgery for incision and device removal. No further complications were reported, and the patient's condition was stable. It was further reported that an attempt was made to remove the broken parts with a snare before the patient was sent for surgery.

Event description:
It was reported that the balloon broke into two places, requiring surgery. The target lesion was located in a more curved vessel below the knee. A 2.50mm x 150mm, 150cm ranger sl drug-coated balloon catheter was advanced and successfully used for dilation. During device removal, part of the balloon catheter broke at the lesion site, and another part of the catheter inside the sheath broke as well. The procedure was completed with this device; however, the patient was referred for surgery for incision and device removal. No further complications were reported, and the patient's condition was stable.

Event description:
It was reported that the balloon broke into two places, requiring surgery. The target lesion was located in a more curved vessel below the knee. A 2.50mm x 150mm, 150cm ranger sl drug-coated balloon catheter was advanced and successfully used for dilation. During device removal, part of the balloon catheter broke at the lesion site, and another part of the catheter inside the sheath broke as well. The procedure was completed with this device; however, the patient was referred for surgery for incision and device removal. No further complications were reported, and the patient's condition was stable. It was further reported that an attempt was made to remove the broken parts with a snare before the patient was sent for surgery.